Event description:
Ous MDR - after an implantation time of about 1 year, a shock impedence >150 ohm was reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The lead was destroyed in the returned state. The lead had been cut through 10 cm distal of the is-1 connector pin, probably with a scalpel. Both fragments were available for analysis. During the analysis of the lead, damage to the insulation due to friction was noted in the distal area, as well as a fracture of the rope conductor to the rv shock coil at that site. This damage manifestation must with high probability be regarded as the cause of the clinical complaint. The analysis did not provide any indications for a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of friction at a neighboring lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The other damages at the lead are probably due to the explantation process.